Event description:
It was reported that the patient was presented for a scheduled implant procedure. It was noted that the patient's right ventricular (rv) and right atrial (ra) lead was over-sensing noise. The physician elected to explant and replace both the rv and ra lead on (B)(6) 2024. The patient was in stable condition throughout.